Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarms during a bolus. Customer stated they have changed the infusion site, set and reservoir, but the alarm persisted. The customer's blood glucose was 139 mg/dl. The customer declined to troubleshoot for the no delivery alarm. The insulin pump will not be returned for analysis.